Manufacturer narrative:
Concomitant medical products: medications- aspirin, brovana, budesonide, caltrate, hydrochlorothiazide, multi-vitamin, prednisone, simvastatin, singulair, vitamin d3. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2019, the patient had a surgery to repair an abdominal aneurysm (aaa). On (B)(6) 2019, the patient had a CT scan performed and was diagnosed with a type 1a endoleak. On (B)(6) 2019, the patient had a re-intervention to repair the type 1a endoleak. Aptus staples and ballooning of the device took place, and no other additional stents were implanted. The final imaging taken did not confirm if the endoleak was fixed. The physician decided not to treat further, but to check the patient in six weeks via ultrasound. Reportedly the aneurysm isn't to shrinking or growing at this time, and the patient tolerated the procedure.